Manufacturer narrative:
Visual analysis was performed on the returned device. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances, therefore could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). In this case, it is unknown if the reported IFU deviation femoral imaging not performed, contributed to the reported failure to achieve hemostasis. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 9f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f and the tavr procedure was completed. Reportedly, hemostasis was not achieved with the two pre-placed prostyle sutures after knot advancement. An attempt was made with another prostyle device; however, hemostasis was still not achieved after knot advancement. Cut down surgery was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.